Event description:
This is filed to report the air embolism. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip (B)(4) was implanted without issue. After the clip was deployed, the patient experienced ventricular tachycardia, medication was given for treatment and the patient was stable. After the second clip (B)(4) was advanced, the patients¿ blood pressure and ejection fraction dropped. Echocardiogram was checked, air was observed in the ventricle, requiring additional aspiration for treatment. The second clip was implanted without issue, reducing mr to 1. The patient is stable and has recovered. The cause for the air in the patient is unknown. There was no device issue with any of the devices. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported leak could not be determined. A cause for the reported tachycardia could not be determined. The reported air embolism appears to be due to the reported leak. The reported hypotension and heart failure (lowered ejection fraction) appear to be cascading events of the air embolism. Additionally, tachycardia, air embolism, hypotension, and heart failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported medication and unexpected medical intervention are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.